Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that at device change-out, lead abrasion was seen via fluoroscopy. Lead was repaired with medical adhesive. The lead remains implanted.